Event description:
It was reported to philips there was intermittent op-check pads failures. There was no reported adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips there was intermittent ops check failures. There was no patient involvement.